Event description:
Event description guidant received information that this chronic implantable endocardial lead was unable to convert the induced arrhythmia when tested with an electively replaced device. Impedances increased after the shock but were still within a normal range. Another lead was inserted and the induction was without issues.